Event description:
Tip of biolitic laser fiber became disconnected from remainder of fiber during procedure, after insertion into pt. Biolitic sidefiber assembly 980 nm. Laser tip became disconnected after insertion of product into pt during procedure. No harm to pt. Diagnosis or reason for use: transurethral prostate resection.